Manufacturer narrative:
The device was received in good condition. No visible damage was noted. No anomalies were noted with the jaws. The device opened and closed properly. The hand-activation concluded that there was a switch failure due to intermittent contact between the hand piece and the button assembly. The device was tested on a generator and no error codes were noted. We have documented the circumstances as they were reported to us. The manufacturing records were reviewed and no anomalies were found during the manufacturing process. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Event description:
The customer reports that during a lap nissen fundoplication procedure, the handle would not squeeze. Another device was used to complete the case. There was no patient consquence.